Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7079368.

Event description:
It was reported that the patient was hospitalized due to a hematoma in the frontal lobe of the right hemisphere of their brain following a sage one deep brain stimulation procedure. The patient was admitted to the intensive care unit for observation where a computer tomography scan was done. The patient was discharged and is doing well.